Manufacturer narrative:
The customer's report was observed and attributed to a poor solder joint on a transformer on the pace/defib engine board. Solder was reapplied to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.